Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a frayed pitch cable at the proximal clevis hole. The cable itself was not fully broken. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clamp joint cable broke on the large suturecut needle driver. A fragment reportedly fell into the patient, and it was unknown if it was retrieved. The procedure was completed.

Manufacturer narrative:
Updated fields: h2 and h11. Additional information: the surgeon stated they were unsure if a fragment fell inside the patient. The customer did not find anything, but maybe a filament ¿fell¿ inside the patient. It was only during surgery that the customer realized that the large suturecut needle driver instrument appeared to be defective, with a cable that looked frayed.

Event description:
Refer to h11 for follow-up information.